Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received stated the procedure was successfully completed the day of treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported during flap creation, had vertical gas breakthrough and flap procedure was aborted. The physician used a microkeratome to complete the flap.

Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No abnormality regarding z-offset setting can be identified. No technical root cause could be identified. According to the treatment reports the used flap parameter shows a thin intended flap of 90¿m. By some case there was too much fluid and poor centration of docking, oblique bubble layer (obl) occurred. The combination of thin flap and water/lacrimation might have caused the flap to become thinner than intended. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowmans membrane and cone and remain as an visible bubble. This area of so called vgb (vertical gas breakthrough) will leave non liftable tissue bridges. Clinical review confirmed the occurrence of vgb (vertical gas breakthrough). Vgb is known to appear in thin cuts more often when compared to thick flaps. The root cause is a thin flap that set by the user and the too much fluid reduced the flap thickness additionally. A contributing factor is a decentered docking. The manufacturer internal reference number is: (B)(4).